Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The customer reported that an error message displayed, when the machine was being primed before surgery. The pt was prepped, but no incision had been made. The case was cancelled.